Event description:
Pump was reported by facility to be in use infusing morphine when the pt expired. The facility reported that they have no indicators that there was a problem with the device. Due to the fact that it was in use at the time and there was no cause of death determined they would like to test the device for proper operation and review the stored infusion history. The facility reported that no autopsy was performed. The facility's representatives were unable to provide any details regarding pt demographics, device programming, time of death and the events surrounding the situation to baxter when requested.